Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e104 scope error. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the screen flickering was caused by a component failure of the universal cord, and error e104 was caused by a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope screen flickered. The issue was occurred during set up. There were no reports of patient involvement.